Event description:
When the cannula was introduced, the tip of the device broke into several pieces. Several pieces fell into the surgical cavity and it is not known if all the pieces were retrieved. A new device was opened to finish the procedure. There was no reported injury to the patient.